Event description:
It was reported that the patient complained of hearing the pump beep and of increased spasticity. It was confirmed by telemetry that a critical alarm occurred due to a constant motor stall. It was indicated that the pump was interrogated on the day of report and showed multiple motor stalls and recoveries before 0756 and a current motor stall that occurred at 0756 that had yet not recovered. It was noted that the pump was replaced, however it was unclear which explant date was accurate. The outcome of the patient was not provided. The drug delivered via pump was compounded baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703w, lot# l52358, serial#, implanted: 1998 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).